Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found that the pusher was returned without the implant attached, but no indications of activation using a detachment controller was observed on the pusher heater coil. Further inspection found that the pusher body coil was broken at the transition area. Additionally, the implant was found to be stretched, separated from the pusher, and lodged inside the microcatheter. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that during an embolization treatment for a ruptured posterior communicating (pcom) aneurysm, the microcatheter was positioned inside the aneurysm over a traxcess wire. After deploying a couple of coils, resistance was felt while pushing the hydrosoft coil inside the microcatheter, and the physician decided to re-sheath the coil. After pulling back the pusher wire into the coil introducer sheath, it was observed the coil had detached inside the microcatheter and only the pusher wire was retrieved. A few runs revealed 90% aneurysm occlusion, so the physician decided to withdraw the microcatheter and stop the procedure. The patient was shifted to the ICU post procedure and later discharged.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complications associated with use of the device.